Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using the vitros 5600 integrated system. An analyzer related issue potentially contributed to the event but cannot be definitively confirmed, as the microwell incubator was dirty and a sr tip was bent. An ortho fe cleaned the microwell incubator and replaced the sr tip. However, a within-run vitros tropi es within-run precision test was not performed prior to the fe cleaning the microwell incubator, and replacing the sr tip, therefore, the performance of the vitros 5600 system could not be confirmed at the time of the event. A review of historical quality control results generated from vitros tropi es reagent lot#: 3581 were within acceptable ranges, indicating the vitros tropi es reagent did not likely contribute to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es reagent lot #: 3581. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
An ortho clinical diagnostic (ortho) laboratory specialist (ls) contacted the ortho technical solution center (tsc) on behalf of a customer to report a non-reproducible, higher than expected troponin I result that was predicted from a patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Sample 1 vitros tropi es result of 0.597 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected result was reported outside of the laboratory; and treatment was initiated based on the reported result. The patient was treated with aspirin, plavix (clopidogrel), and 20 min IV heparin. A corrected report was issued to the physician, and all treatment was discontinued. The patient was discharged, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).